Event description:
Same case as 1527460-2009-00054. The complainant reports inaccurate delivery. The reporter indicated the pt receives three feedings/day (each 4 oz of feed). The second feed is given at a rate of 20ml/hr; however, it takes 55 minutes to receive the full 40z.

Manufacturer narrative:
(B) (4): the device reported is an abbott product that is marketed internationally and is the same or similar to a device that is marketed domestically. (B) (4)